Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant clamped in the cartridge during a procedure. The lens shot out of the cartridge and into the patients eye on several procedures. There was no patient impact. This record is for the event that occurred on several procedures. Additional information has been requested.